Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The patient returned for a 3 month follow-up CT on (B)(6) 2014 and presented with a type iii and type ib endoleaks. A re-intervention was performed on the same day to bridge the type iii endoleak with an iliac limb stent graft and to resolve the distal type ib endoleak with additional stents. Both endoleaks were successfully resolved with no additional patient sequelae reported. The cause for the type ib and iii endoleaks could not be determined with the limited information available; the intraoperative and/or post-operative imaging was not available for review by trivascular. It was reported that the patient's common iliac arteries were short, with approximately 2 cm of landing zone; however, it could not be determined if this contributed to the event in the absence of imaging evaluation.

Manufacturer narrative:
Remains implanted.